Manufacturer narrative:
The previous MDR was submitted by wce under manufacturer report reference number 3002808486-2019-01073. Additional information provided determined that this device was manufactured by cook inc (cinc). With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in this initial medwatch report. Occupation: non-healthcare professional. (B)(4). Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: tilt, vena cava (vc) perforation and stenosis, organ perforation, deep vein thrombus, embedment, poor circulation, cold leg, edema. The reported allegations have been further investigated based on the information provided to date. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported poor circulation, cold leg, edema are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2010 due to deep vein thrombosis (dvt). Patient is alleging tilt, vena cava perforation, organ perforation, embedment and stenosis. The patient further alleges lack of circulation to right leg. Right leg always feels cold and has edema. Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, ¿impressions: the filter is tilted to the left with its proximal cone lying on the wall of the ivc possibly embedded in it. The filter legs and penetrated through the wall of the ivc into the pericaval/mesenteric fat. Beginning at the proximal end of the filter the ivc is very small. Is no wider than the filter itself measuring only a few millimeters in diameter 3.5 mm in diameter. This is compared to the more proximal portion of the ivc that measures 3 cm in diameter. This is consistent with ivc stenosis and extends from the proximal end of the filter to the common iliac veins.¿

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per computed tomography report, "filter position: below the renal veins." "Ivc stenosis: yes, see impressions." "Filter tilt: yes, see impressions." "Filter penetration: yes, see impression." "Impressions: the filter is tilted to the left with its proximal cone lying on the wall of the ivc possibly embedded in it. The filter legs and penetrated through the wall of the ivc into the pericaval/mesenteric fat. Beginning at the proximal end of the filter the ivc is very small. Is no wider than the filter itself measuring only a few millimeters in diameter 3.5 mm in diameter. This is compared to the more proximal portion of the ivc that measures 3 cm in diameter. This is consistent with ivc stenosis and extends from the proximal end of the filter to the common iliac veins." "Addendum: cook gunther tulip filter. The anterior strut penetrates 11 mm through the ivc wall. Sagittal image 66. The left strut penetrates 12 mm through the ivc wall. Coronal image 57. The posterior strut penetrates 11 mm through the ivc wall. Sagittal image 66. The right strut penetrates 10 mm through the ivc wall. Coronal image 58."